Event description:
This case was reported on (B)(6) 2011 from a dermatologist-local reference (B)(4). After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case involves a (B)(6) female, treated with poly-l-lactic acid (sculptra), dosage and therapy dates nos. The physician injected sculptra (poly-l-lactic acid) in her own leg on unspecified date in order to test the product on an unspecified date and states that on (B)(6) 2011 she started presenting with erythema, pain and small painful homogeneous nodule on injection site, besides mild purple coloration. As corrective conduct the patient received ciprofloxacin, 500 mg every 12h, and unspecified non-steroidal anti-inflammatory drug, dose schedule not informed. The adverse drug reactions ceased on (B)(6) 2011 after drug suspension. The physician informed that on the other leg, she injected only lidocaine, and no reaction was presented. Previous uses of poly-l-lactic acid were performed by the physician, with no adverse drug reactions presented. Significant/relevant medical history includes - not reported. Relevant concomitant medications include - not reported. Action taken: unknown. Corrective treatment - ciprofloxacin, and unspecified non-steroidal anti-inflammatory drug. Outcome - recovered/resolved.